Event description:
The customer reported that there was a failure to alarm at the central station.the patient expired.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.